Manufacturer narrative:
No motor error alarm, e70 alarm or unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor position encoder error in history. Customer¿s blood glucose was 16 mmol/l. Customer also reported that the insulin pump had motor error alarm. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. Troubleshooting was performed. Customer was advised to the insulin pump would need to be replaced, to discontinue use of the insulin pump and refer to back up plan. Insulin pump will not be returned for analysis.